Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection and dyspareunia coincident with treatment with a veritas device. Treatment for this event was not reported. It was not reported if the patient was hospitalized for this event. It was not reported if the patient recovered from this event. No additional information is available.